Event description:
It was reported that during a case the impaction bur guard heated up while being used with a core impaction drill. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
During temperature testing of the core impaction drill the attached impaction bur guard shattered.